Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that the patient stated that she has had increased pain in her neck and lack of relief and wanted to see if their healthcare provider (hcp) could get the lead up higher in the cervical space as it was put into cover shoulder pain. Revision took place on (B)(6) after several unsuccessful attempts, hcp aborted and left previous leads and battery intact. An impedance check was performed and was within normal limits. Patient¿s previous implants were untouched and are still intact. Patient denies other complaints at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2022, product type lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 12-sep-2024, UDI#: (B)(4).